Event description:
It was reported that the patient underwent a laminoplasty at c1-2 to treat osteoporosis and cervical myelopathy. Approximately 6 months post-op the patient underwent a revision surgery due to loosening screws. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 6955724, 510k # k042789 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.